Event description:
Patient undergoing full enterra system replacement, as the uofl gi motility team has deemed the system less effective, delivering insufficient relief of symptoms, since the patient's battery change in 2023. Patient described worsening of gp symptoms since most recent battery change. Would like to pursue dr stocker's recommendation to remove and replace full enterra system to try to achieve better relief of symptoms. Patient is having their old enterra system removed by dr olsofka at uofl may & elizabeth hospital today, (B)(6) 2024. Dr olsofka is then implanting a new enterra system to hopefully get the patient back to sufficient symptom relief. Patient was originally implanted in 2016 and had a number of successful battery changes until 2023, and since then had been experiencing worsening symptoms. Gi and surgery believe new leads implanted in a more responsive section of stomach may produce better symptom relief. Patient was explanted and re-implanted with new system; patient is now doing fine. No further action to be taken.